Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and verified the customer reported malfunction. The se found a leak in the accessories. Additional information was requested.

Event description:
It was reported that, during set-up, a ventilator generated visual and audio alarms and stopped cycling. There was no patient involvement.